Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the jaw and cam broken off. Functional test could not be performed, as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.

Event description:
The customer reports that during a lap cholecystectomy procedure, the device would not fire. No further details known. Got new device to complete the procedure. No patient consequence noted. One device returning.